Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left circumflex, pre-dilatation was performed. A 2.75x28 rx xience prime stent delivery system was advanced but could not cross the calcified lesion due to the severe anatomy. Reportedly, the proximal shaft separated into two pieces after several attempts were made to cross the lesion. The separated distal portion was simply withdrawn from the patient anatomy and a new xience prime sds was used to complete the procedure. Reportedly, the physician agreed that the lesion morphology was too severe. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: the de novo lesion in the mid left circumflex was mildly tortuous, heavily calcified and had 97% stenosis.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these instructions or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that the shaft kinked and subsequently separated, as a result of multiple attempts to advance/cross the lesion against resistance. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder xt, guide cath: cordis, rhv: copilot, sheath: terumo. (B)(4) - against resistance . The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.